Event description:
It was reported that the screen of the cs300 intra aortic balloon pump (iabp) was blanking out. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To resolve the issue, the fse replaced the coiled cable, keypad controller pcb and color video receiver board. However, while checking all connections, the fse encountered an "error code 120." The fse replaced the display unit and top screen boarder and lower keypad sticker. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the screen of the cs300 intra aortic balloon pump (iabp) was blanking out. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.